Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with no leak noted. The patient was placed on dual antiplatelet therapy (dapt) and the patient was reported to be compliant. At the 45 day routine follow up, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt) on the face of the closure device. The physicians placed the patient on direct oral anti-coagulation (doac). A follow up tee will be performed six (6) months post index procedure. No further interventions were reported.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with no leak noted. The patient was placed on dual antiplatelet therapy (dapt) and the patient was reported to be compliant. At the 45 day routine follow up, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt) on the face of the closure device. The physicians placed the patient on direct oral anti-coagulation (doac). A follow up tee will be performed six (6) months post index procedure. No further interventions were reported.